Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, the tubing were broken at the level of the connection with the cylinders.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device: a titan otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation on the exhaust tube of cylinder #1. Testing revealed this to be a site of leakage. The separation appears to be in an area of confined abrasion. Surface abrasion is noted on the strain relief of the inlet tube and shorter exhaust tube of the pump, and on all tubes of the pump. Partial separations within abrasion are noted on the shorter exhaust tube and inlet tube of the pump. Testing revealed these not to be sites of leakage. Partial separations are noted at the exhaust tube/strain relief junction of cylinder #1 and cylinder #2, and on the longer exhaust tube of the pump. Testing revealed these not to be sites of leakage. No functional abnormalities are noted with the pump or cylinder #2. Based on quality's examination, quality concluded that while in-vivo both the exhaust tubes and inlet tube overlapped and abraded against one another. This most likely caused the exhaust tube of cylinder #1 to be kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.